Manufacturer narrative:
A photo was provided and has been reviewed. The photo confirms that the mesh had been placed inside the body as it was contaminated with blood. The photo shows that the inflation tube was not threaded through a dilation hole to the polypropylene side of the mesh. The photo shows the inflation tube to be coming out of the balloon at the weld and remaining on the hydrogel (st)side of the mesh. As reported the mesh was implanted into the patient and the balloon positioning system was discarded following the procedure. A review of the manufacturing records was performed and found that the lot was manufactured to specification. All process steps were completed and no anomalies were found that would be associated to the reported condition. To date, there have been no other complaints reported for this manufacturing lot of (B)(4) units released for distribution on 11/01/2016. The IFU prescribes the proper method of preparation and insertion of the device. Hydrate the device for no more than 1-3 seconds just prior to rolling. Roll the device tightly on itself starting at the edge parallel to the bard logo and continue across the polypropylene side on the outside and bioresorbable coated side with the echo ps positioning system on the inside. While holding the rolled device, grasp the leading edge with the grasper. For optimal results, it is important to ensure that the balloon is protected and does not come in direct contact with the trocar or trocar incision site. Ensure the inflation tube is lying flat and facing the proximal end of the grasper. Place through the trocar or trocar incision site. It is possible that the inflation tube was inadvertently pulled back through the dilation hole during the preparation and insertion process. However, with the information that is currently available no definitive conclusions can be made. Should additional information be provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Regarding the bard ventralight st w/ echo ps: the balloon assembly for this device is attached to the hydrogel (st) side of the mesh; welded to the balloon is an inflation tube. The inflation tube comes out of the balloon and is then threaded though a dilation hole in the center of the mesh and pulls through to the polypropylene side of the mesh. When positioning the device the inflation tube is pulled up, thus positioning the polypropylene side of the mesh against the abdominal wall. The following was reported associated to the bard ventralight st w/ echo ps: it is alleged that the user placed the mesh into the body through a 12 mm trocar and when pulling the inflation tube up to position the device the balloon (hydrogel) side was against the abdominal wall (incorrect orientation). The device was taken out of the body. The balloon assembly was removed. The mesh was placed back into the body , positioned and fixated. The problem resulted in an extension of surgery time. There was no injury to the patient.